Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead had been increasing for several years and eventually became high out of range in several vectors. It was suspected but not confirmed that the increasing shock impedances were due to changes in the patient's condition over time. No adverse patient effects were reported. This rv lead and the associated implantable cardioverter defibrillator (ICD) remain in service.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead had been increasing for several years and eventually became high out of range in several vectors. It was suspected but not confirmed that the increasing shock impedances were due to changes in the patient's condition over time. No adverse patient effects were reported. This rv lead and the associated implantable cardioverter defibrillator (ICD) remain in service. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high capture thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.